Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced buttons not responding. Customer's blood glucose was 358 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.